Event description:
Generator data was reviewed and revealed hardware resets. Per internal investigation of the event and similar events, it is suspected that the resets may be caused by a hardware failure that may have contributed to an intermittent loss of power. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Internal investigation revealed dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The probable root cause is considered related to the laser-routing process (manufacturing error caused event).

Event description:
The physician reported that the patient had stopped feeling stimulation and he came to have his device checked and output current was at 0ma. The physician programmed the generator back on and after 1-2 hours the generator suddenly stopped. He came back to the doctor again and was reprogrammed but it happened again in two hours. Additional information was received that they tried programming the patient with a different programmer and it had been working for a week. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.